Event description:
The facility reported a battery problem. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pmp since the last baxter service event.